Event description:
It was reported that faradrive steerable sheath clear was selected for atrial fibrillation pulse ablation procedure. After the sheath replacement, continuous air entry into the syringe was observed during priming and aspiration. The sheath was replaced after which the procedure proceeded normally. The patient's post procedure condition was stable. Furthermore, upon retracting the sheath valve, continuous aspiration of air and blood was noted, along with excessive bubbles in the aspiration syringe. No damage was observed to the sheath or catheter. A pressure bag was used; however, irrigation had not yet been initiated at the time of air removal, and no flow rate was present. No air was observed entering the patient entering the patient. The guidewire was positioned in the left atrium during insertion, and both the guidewire and inner core were withdrawn after sheath placement. No abnormalities were noted during device preparation or use. The patient's vital signs remained stable throughout, with no adverse events, and the procedure was successfully completed using another same device.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, a supplemental medwatch will be filed.